Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
The customer reported errors screen is inoperative supply failed, blower stalled, auxiliary alarm supply failed, backup alarm failed, and alarm(light emitting diode) led failed. There was no patient involvement.

Manufacturer narrative:
G4:08mar2021. B4:10mar2021. It was the philips field service engineer (fse) who serviced the unit and replaced the power management board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:22feb2021. B4:01mar2021. H11:g5:k102985. H10: technical support (ts) confirmed the reported problem with the customer. The customer replaced and installed the power management board to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.